Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk and unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, no delivery test due to a33 alarm. However, the insulin pump passed idle current, run current, displacement tests and rewind. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm and loose drive support cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.